Event description:
It was initially reported that the pt was having her generator replaced prophylactically and during the surgery, the surgeon observed a break, so the lead was replaced at that time as well. The pt diagnostics were said to have been within normal limits when last tested in (B) (6) 2009 and again in (B) (6) 2009 (specifics weren't available). A battery life calculation resulted in approx 2.2 years until eri=yes at the time of last known diagnostics. Diagnostics were not performed prior to the start of surgery, but he said when he opened the pt up, there was a clear break. Following the replacement, diagnostics were performed, which were ok. The pt was turned back to her original settings at that time. The next day the pt was complaining of pain during stimulation in her neck near the electrode site. It was determined that this pain was related to her not getting stimulation for some time due to the lead fracture. The pt's settings were turned down and are going to be titrated up to achieve her previous settings. There have been no reports of the pt having an increase in seizures. It is unk what could have caused the observed fracture. The generator and lead portion was returned to the MFR for analysis, but have yet to be completed.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.